Event description:
Please refer to report 0009613350-2019-00019-1.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h6; correction: b4 - g4 - g7 - h2 - h10. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trigger considering the following event is identified: implant fracture. Event description: it was reported that 77 years old female underwent a revision surgery of her right thr due to fracture of the ceramic inlay after approx 17 years in-vivo time. During the op massive metallosis in joint, massive damage to alloclassic stem due to impingement with ceramic inlay observed. Stem, head and inlay were revised. Review of received data: - one undated right hip pelvis view x-ray is received. Acetabular shell is fixed with two screws. Broken parts of ceramic inly is observable medial to stem taper. Stem neck is possibly worn due to notch like appearance. No loosening is visible. - photos of the explanted sandwich inlay and head are received. Ceramic part of the inly is seen to be broken into pieces and have metallic transfer at the rim. Pe liner is also observed to be excessively damaged and torn apart at the rim. Moreover, there is metal transfer observed at the inner surface. Ceramic head is also seen to be chipped off at the taper bottom. Metal transfer coming from the stem taper is visible at the taper area. One photo taken during op shows that the stem neck is worn excessively. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. - compatibility: compatibility check could not be performed as only one product had been reported. - surgical technique is not reviewed as no surgical report is received to confirm whether the st is followed or not. Conclusion: DHR review could not be done due to no lot numbers reported. The investigation results did not identify a non-conformance or a complaint out of box (coob). No x-rays after the primary op is received to compare with the x-ray received. Therefore, it is not possible to make a meaningful analysis of the event sequence. It is most likely that an impingement of the stem with the ceramic inlay part resulted in erosion of the stem neck and a final fracture of the ceramic inlay. However, it cannot be known with certainty when and how the impingement started. Based on the given information and the results of the investgation the complaint could be confirmed, however, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
His follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to fracture of ceramic inlay.